Event description:
Hcp reported the pt had a dehiscence with drainage of pus. The infection cultured positive for pseudomonas. The device was explanted and returned to the MFR for analysis. A f/u report will be sent when add'l info is rec'd.